Event description:
It was reported that the fluid warming device was alarming for low temperature. No patient injury was reported. No other information was provided with this complaint.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a corroded drain fitting, cracked tank cover, auxiliary outlet failed at electrical test and microswitch bent. Functional testing found no alarming issue, unable to duplicate the reported problem. Device passed all functional testing, unable to replicate the reported issue. No problem found. Performed needed repairs found during inspection. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. E4 is unknown, no information provided to date.

Event description:
There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.